Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed an "insert battery" error message. After further review, there was corrosion all along the bottom of electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the consistent error message. Device was received with a hairline crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly.